Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced the tape of infusion set did not stick and had high blood glucose event for greater than four hours which was treated by pump on (B)(6) 2026. The infusion set was in used for two days and assistance was provided by mother.